Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a patient underwent an interventional coronary procedure on (B)(6) 2014. Following the procedure, the physician selected a mynx ace 6f/7f vascular closure device to close the access site. The hospital staff reported that the deployment went as per the IFU (instructions for use) with no hematoma at the site. Minutes after the device was deployed, the patient coded due to a retroperitoneal bleed. The patient then coded again on the floor. It is unknown if the patient's hospitalization was mynx related or not.